Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) cfg to resolve the issue. The system was tested and verified as ready for use. This unit was returned for evaluation, and the reported issue was confirmed and replicated. The issue was not associated with an error code, so it could not be identified through lighthouse. The ccc was visually inspected, and no issues were found. The unit was installed onto a known good eft and powered on, where the vision side cart (vsc) display failed to show the normal insufflator message in the top right, indicating a bricked ccc. The ccc was taken to a programming station, where it was verified to be bricked per ipc 1069151-01. As a result of these findings, the root cause was determined to be a bricked ccc. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer was getting a message stating system connecting but system never connects. Customer also stated that the insufflator needs to be restarted but the restart option is nonresponsive. Technical support engineer (tse) had customer power cycle and hard cycle but issue persisted. Site does not have another system available. The procedure was completed with no reported injury.